Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was verified through review of the software logs which indicates the accessory power supply was faulty. Stryker advised the customer to replace this to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device unexpectedly shut off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.